Event description:
It was reported that during percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous superficial femoral artery. After a non-bsc guidewire crossed the lesion, a 2.5mmx 150mm x150cm,monorail, balloon dilation catheter was inflated at 8 atmosphere when the balloon ruptured. It was replaced with another device after which two non-bsc stents were implanted. Post-dilatation was performed to complete the procedure. No complications were reported and patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).